Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via phone call by bd sales representative, "facility has been having recurring issues with the luer hubs cracking and leaking on powerloc max needles." No other information was provided. It was reported this occurred with four devices. This report addresses the first device.